Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old female patient contacted zoll customer support to report that she wished to discontinue use because the front therapy electrode pad caused an infection on her skin which hospitalized her. She alleged that she was told to put the defibrillation gel on the surface of the therapy electrode which caused her skin to break down, resulting in the infection. Patients are only instructed in the IFU to place defibrillation gel on the surface of the therapy electrodes following a treatment event until a replacement electrode belt is received. This patient did not experience a treatment event and was likely a misunderstanding.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) was completed. Upon evaluation, the front therapy electrode was creased but the belt was fully functional. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.